Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Upon receipt and evaluation of the device, a supplemental MDR will be filed.

Event description:
Per the information provided, the needle separated at the end of the procedure. As the doctor removed the microtip from the patient he noticed the needle had broken free from the handpiece. The needle did not stay in the patient, but came out with the handpiece as it was removed. There was no harm, injury or complication to the patient caused by the failure.